Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited false pacemaker mediated tachycardia episodes. Programming changes were discussed to address this issue. No intervention was performed. No further information was reported.